Event description:
It was reported to philips that the c-arm could not move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use and the procedure was cancelled due to geometry issues. A philips field service engineer (fse) went onsite and confirmed that the stand movement was not available. The analysis of the system log file found the potentiometer of the propeller movement was defective. To resolve the reported issue, the fse adjusted the potentiometer, and performed the bodyguard calibration. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.